Manufacturer narrative:
The incident has been reported to MFR on 08/24/2009. Results of analysis will be developed in a f/u report.

Event description:
The valve was implanted for ventriculo-peritoneal shunt at 400mmh2o. The valve was explanted because the pt suffered from neuropathy, shrinkage of a ventricle. The doctor has requested to check the valve.